Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a communication failure. A technical support specialist found the device offline in the remote support service and attempted to ping it from the server with no response. The tss was unable to map the device through file explorer and contacted the customer to confirm that the device was powered on and connected to the network, after which the customer reset the network cable and the device became available in remote support service. It was then identified that the station was unable to download due to database size, so the tss manually truncated the errored purge log, allowing the station to resume normal communication and exit disconnected mode. The tss verified that the device continued to communicate with the server without issues and attached the relevant knowledge article regarding (medstation es device bloating and purge deletion errors). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. However, there were no delay or adverse events or injuries reported based on this event.